Manufacturer narrative:
An event regarding alleged dislocation involving an unknown implant shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported, "right hip revision due to dislocation."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 56 shell. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "right hip revision due to dislocation."